Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4): the set came apart while the patient was sleeping. Reporter stated there was no damage to either the titanium adapter or the transfer set. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis. On an unknown date, the home patient (hp) had a break in aseptic technique, which was further described as the transfer set had disconnected from the titanium adapter during peritoneal dialysis (pd) therapy. The caregiver reconnected the transfer set and started therapy. The patient was not hospitalized for this event. On an unknown date, the patient was treated with vancomycin (1g, intraperitoneally, two times a week for an unspecified time). At the time of this report the patient was recovered from peritonitis. The patient and caregiver were retrained on the proper aseptic techniques. No additional information is available. This is report 2 of 2 for this event.